Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), the iol was found torn in the patient's eye. The torn iol was not found during the loading. The iol was removed and replaced. The customer expressed doubt that the iol was originally damaged. No patient injury was reported.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample revealed that the lens was received cut in two pieces and one of the haptic was detached. Surface residuals (particles, fibers and ovd residues) were also observed on the lenses. The lens condition is consistent of a lens that was being handled and prepared for use. The reported complaint of lens torn cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.